Event description:
On 12/19/2025, senseonics was made aware of an incident where user received a no sensor detected alert which resulted in an early sensor removal.

Manufacturer narrative:
On november 11, 2025, senseonics was made aware of an issue in which the user reported intermittent disconnections between the sensor and transmitter beginning at the time of sensor insertion. Review of alert history in the data management system confirmed repeated "no sensor detected" alerts throughout the period of use. Signal quality was observed to fluctuate, with variability associated with arm movement. These findings were consistent with intermittent signal alignment and variability in the relative positioning of the transmitter over the sensor. The returned device was evaluated in-house using controlled testing conditions. Testing demonstrated stable signal detection when the sensor was positioned in close proximity to the transmitter, with reduced signal strength observed at increased distances. These findings are consistent with expected system behavior relative to positioning between the sensor and transmitter. This MDR is submitted retrospectively following an internal review.